Manufacturer narrative:
Intuitive has received the green stapler 30 reload associated with this complaint and completed investigations. Failure analysis investigations replicated/confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. This failure is most commonly caused by mishandling/misuse. Intuitive has received the stapler sheath associated with this complaint and completed investigations. Upon failure analysis, tears were observed at the distal end of the sheath. No material appeared to be missing. The known common cause of this failure is due to mishandling/misuse. Intuitive has received the curved tip stapler 30 instrument associated with this complaint and completed investigations. Failure analysis investigations confirmed but did not replicate the customer reported complaint. The instrument was found to have a firing failure based on log review. The instrument was found to have the yaw plate broken. Yaw plate web is bent outwards towards both the clamp and fire cardan. This failure is most commonly caused by mishandling/misuse, such as excess force applied to the distal end of the instrument. Isi has reviewed the site's system logs with a procedure date of (B)(6) 2019. The curve tip stapler 30 instrument had 2 green stapler 30 reloads installed. The logs indicated partial fire on the 2nd and 3rd fire with 50 and 72 percent completion. The logs indicated 3 complete clamps and 3 incomplete clamps. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the curved-tip stapler 30 instrument failed to cut/staple the bronchus completely. The surgeon had to manually transect and over-sew the staple line after multiple failed stapling attempts. Based on the evaluation of the curve tip stapler 30 instrument, the green stapler 30 reload, and the stapler sheath received, there is no indication that a malfunction of the instrument or the instrument accessories occurred. At this time, the root cause of the customer reported failure mode is unknown.

Event description:
It was reported that during a da vinci-assisted pulmonary wedge resection surgical procedure, the curved-tip stapler 30 failed to cut/staple the bronchus completely across despite many efforts. The surgeon had to manually transect and over sew the staple line which was an addition to the planned procedure. Intuitive surgical, inc. (Isi) obtained the following additional information regarding the reported event: towards the end of the procedure, when the surgeon fired the curve tip stapler 30 instrument across the bronchus with a green stapler 30 reload installed, the surgeon achieved an adequate clamp after 2 attempts. However, the customer received an error message stating "tissue was too thick to continue" through 40% of the firing process. The blade was exposed with no tissue bunching on the jaws of the instrument. The customer removed the curved tip stapler 30 instrument and tried stapling with another a green stapler 30 reload more proximal on the bronchus. However, the same issue reoccurred. At that time the surgeon manually cut from the staple line crotch with the monopolar curved scissor instrument and transected the remaining bronchus with sharp dissection. Surgeon then over-sewed the bronchus to ensure adequate tissue approximation. The following were reported; the tissue did not appear to be too thick, no buttress material used, and the surgeon did not encounter any obstructions such as clips, staples, bone or other hard objects between the instrument's jaws. It was also confirmed that curve tip stapler 30 instrument was able to complete the fires with the white vascular reloads.

Manufacturer narrative:
Intuitive has received the second reload, pn:48630g-03, lot # m10180705 - 0259 associated with this complaint and completed investigations. Failure analysis investigations replicated and confirmed the customer reported complaint. The reload was found to have the knife exposed within the knife track. The reload did not complete the firing process. The reload was found to have a staple exposed and lodged on the knife. The reload was found to have cartridge damage. Exposed and lodged staple on the knife is most commonly caused by user mishandling/misuse.